Event description:
Information received from the field does not address the patient's clinical status but notes that after low rates were seen on a holter monitor, an attempt to interrogate the device was unsuccessful and there was no response to magnet application. A subsequent interrogation was also unsuccessful and a device replacement was scheduled.